Manufacturer narrative:
(B)(4)

Event description:
Additional information found it was further reported that the event was not an infection per physician.

Event description:
It was reported that the patient¿s stimulator became infected after the initial implant in (B)(6) 2013 and was explanted. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead. (B)(4).